Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the outer insulation was abraded at 12.4 cm from the connector pin which exposed the outer coil. Abrasions are consistent with constant friction with another implantable device.